Event description:
Ams sparc sling implanted in 2006 found to be eroded into urethra and exposed through vagina. Pt is having incontinence. She has not had infections or pain. Reason for use: stress incontinence.